Manufacturer narrative:
Reported event: it was reported, jr rep reported consistently inaccurate cuts troubleshooting notes : for the past few cases, the distal lateral femoral condylar cut is consistently deep. Caller personally confirmed surgical technique, pre-surgery checks passing, segmentation accuracy, patient landmark and fine bone registration accuracy, etc. Surgeon is threatening to not use the robot until it gets serviced. I instructed caller to file a complaint for this issue. Case type : tka. Update 28/august/2020 wg: as per mps response: tka. Surgical delay >30 minutes." Method & results: product evaluation and results: searched the logs for any errors and warnings produced. There were only two incidents that had warnings. The first was during the pre-surgery checks a arm status warning and a during normal procedures a j5 torque limit. Successfully performed verification testing and with passing results. Then performed a pm. Rob880 was successfully repaired and can be returned to service. Product history review: a review of device history records shows that rob880 was inspected on 13 february 2019 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 219999, rob880 reports similar complaints for tka software ¿ inaccurate resection. Conclusions: the failure was reviewed by the fse. Although the fse encountered 2 warnings no system fault was occurred. A pm was successfully conducted. Mics handpiece was reviewed against nc and it was confirmed that the alleged failure of inaccurate cuts was not linked to the nc. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Event description:
Case description: rob - jr rep reported consistently inaccurate cuts. Troubleshooting notes : for the past few cases, the distal lateral femoral condylar cut is consistently deep. Caller personally confirmed surgical technique, pre-surgery checks passing, segmentation accuracy, patient landmark and fine bone registration accuracy, etc. Surgeon is threatening to not use the robot until it gets serviced. I instructed caller to file a complaint for this issue. Case type : tka. Update 28/august/2020 wg: as per mps response: tka. Surgical delay >30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case description: rob - jr rep reported consistently inaccurate cuts. Troubleshooting notes : for the past few cases, the distal lateral femoral condylar cut is consistently deep. Caller personally confirmed surgical technique, pre-surgery checks passing, segmentation accuracy, patient landmark and fine bone registration accuracy, etc. Surgeon is threatening to not use the robot until it gets serviced. I instructed caller to file a complaint for this issue. Case type : tka. Update 28/august/2020: as per mps response: tka. Surgical delay > 30 minutes.